Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced door cable guides and door switches as per user manual to resolve reported complaint. Performed system checkout as per user manual. System was functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, product ID: bi71000273, product ID: bi71000429, product ID: bi71000273. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the gantry door would not open during a case. Site was already in the manual door opening process when ts answered the call. Two operating room staff declined to facetime. Rep walked operating room staff through emergency release button protocol, no resolution. Rep continued with manual door opening procedure with operating room. Operating room staff expressed great tension during ratcheting and could only partially see the hole where the t-shaped alignment pin was supposed to be inserted. Issue unresolved at the end of the call, biomed stated they believed "the system looked cracked in half" and the cable had snapped and looked loose. In troubleshooting, rad tech confirmed the gantry door opening button on the pendant was unresponsive. Rad tech confirmed the gantry door looked slightly open after multiple opening/closing attempts, by the time of the call pendant was unresponsive, per operating room staff. Rad tech confirmed the field team was following the manual door opening procedure stored in the side of the mobile viewing station at the beginning of the call. The rep confirmed the red emergency stop button on the pendant was pressed. Rad tech confirmed green marking inside the rotor alignment hole and operating room staff was ratcheting clockwise. Rep suggested to lift and shift the system to get the patient out first. Rad tech indicated they could not since there was something in the way on both ends of the bed. Rad tech declined facetime with rep. Rad tech gave the phone to biomed. Biomed indicated they tried putting the pin in but it was pressing against the green marking in the rotor alignment hole. Rep had biomed take out the pin, turn off emergency stop and press and hold the yellow button on the right side of the system and m button on pendant to try and manually open the gantry doors. Issue unresolved. Biomed declined facetime with rep. Rep had biomed reboot the system. Upon reboot, biomed confirmed gantry door open button was still unresponsive. Biomed confirmed pressing and holding the yellow button on the right side of the system and m button on pendant was also still unre sponsive. Rep had biomed try the manual door opening process again starting from the beginning. Biomed reported there was a lot of resistance on the ratchet and green was appearing in the rotor alignment hole and they could see the hole a little bit. Biomed reported to rep, "they wanted to jump on the ratchet to see the hole in rotor alignment hole. Rep advised not toas they could break the system and not get it open at all. Operating room staff expressed great tension during ratcheting and could only partially see the hole where the t-shaped alignment pin was supposed to be inserted. Issue unresolved at the end of the call, biomed stated he believes "the system looked cracked in half" and the "cable has snapped and looks loose. Patient was involved. Surgical delay and impact on patient outcome was unknown.

Manufacturer narrative:
H2: two of the previously reported concomitant products, product ID: bi71000273, lot: -, and product ID: bi71000429, lot: -, are no longer relevant to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.